Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with a neurostimulator (ins) for chronic low back pain. It was reported that a patient was scheduled for a revision on (B)(6) 2017. The rep was unsure if it was an actual revision, or a re placement, as the patient was close to eri/eos. If it was a revision, the rep did not have any information on when/why the revision occurred. The rep said the revision had been on the calendar for some time, but there was no specific issue to be notified at this time. It was noted that the patient had impedances of 3600 ohm but they were satisfied with their therapy. No symptoms were reported. No complications were reported as a result of this event.

Manufacturer narrative:
(B)(4) no longer applies.

Event description:
Additional information was received from a manufacturer representative. The pain from hardware issues was from rods and screws, not from the stimulator. The patient's pain was resolved. No further complications were reported.

Event description:
Additional information was received from a manufacturer representative (rep). The rep stated the doctor said the patient had new pain from hardware issues. The rep noted it was the stim. The revision was cancelled. No further complications were reported.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.